Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 01/16/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that an spaceoar device was implanted during a placement procedure performed under general anesthesia on an unknown date. Additionally, fiducial markers were placed transperineally. After spaceoar insertion, the magnetic resonance imaging (MRI) was reviewed, and it was observed a rectal wall infiltration. Approximately 10cc were injected in the rectal wall. The hydrogel was located right under the serosa, although its placement may not extend to the muscularis layer. No patient complications were reported as a result of this event. However, it was noted that the patient's radiation treatment was delayed until the hydrogel had reabsorbed.